Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown initial reporter phone #: an additional phone # was provided as (B)(6). Initial reporter fax #: (B)(6). Device manufacture date: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0087965 medical device expiration date: 2025-02-28 device manufacture date: 2020-03-30. Medical device lot #: unknown medical device expiration date: unknown device manufacture date: unknown. Investigation summary: no photos/samples of the needle and cannon were received for analysis. Furthermore, batch history analysis was performed, quality notifications and maintenance records were verified. According to the customer's report, and based on the batch history, we have a quality notification that could potentially be related to the incident, therefore bd confirms the complaint. However, as we have not received the samples and photos, it is not possible to carry out the investigation and confirm the root cause or corrective action. The retention samples of the lot were analyzed and visual inspection of the resin and cannula-cannon traction test were carried out and no defects were found. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: batch history analysis was performed, quality notifications and maintenance records were verified. A qn was evidenced referring to the cannon used in the lot of mounted needles 0036309 that could potentially be related to the incident. The retention samples of the lot were analyzed and visual inspection of the resin and cannula-cannon traction test were carried out and no defects were found. Through the analysis of the batch history, it was evidenced that all tensile tests of the assembled needle batches used in the packaged batch were performed according to the established frequency and all results were approved. No photos/samples of the needle and cannon were received for analysis. According to the customer's report, and based on the batch history, we have a qn that could potentially be related to the incident, bd confirms the complaint. However, as we have not received the samples and photos, it is not possible to carry out the investigation and confirm the root cause. The reported incident will be monitored for trend evaluation.

Event description:
It was reported that 2 needle precisionglide 22x1in experienced the needle being pulled from the hub. The following information was provided by the initial reporter: when doing the application of medication (nevrix im - vitamins b1, b6 and b12) in a patient, the needle released from the syringe and got stuck in patient's gluteus. The pharmacist removed the needle, and the patient didn't notice the accident, but the medication returned a little from the needle and the application was not entire. 3 months ago, a similar event has occurred, but there was no involvement with patient. At the time the pharmacist was going to aspirate the medicine from the vial, he noticed the needle was limp, loose from the syringe.